Event description:
It was reported that during a post operative evaluation in 2006 the posterior cervical construct was found to have broken screws, loose closure top and a rod disassociating from the construct. There are no plans to revise at this time. After reviewing flexion and extension x-rays to evaluate the stability of the construct, the surgeon determined that the pt is fused and stable. According to the documented complaint, the surgeon did not use the torque limiting handle that is to be used per the surgical technique to tighten the closure tops to lock the construct. Instead of applying the required 29 lbs/inch to lock the closure top, the surgeon approximated to what he felt was tight. This is the cause of the closure top and rod disassociation, and the resulting screw breakage at c3. During the surgery one of the screws broke at the c4 level. The screw was within the bone, but was not retrieved since it could not be visualized. It was stated that during the implantation of the screw the driver was stuck and during the attempt to remove the driver the screw broke.

Manufacturer narrative:
Attempts have been made to obtain immediate post operative x-rays, to show initial placement of hardware. No other information has been provided to date.